Event description:
Good morning, I received the elexoma medic device from (B)(6) and started on wednesday evening a first ces session (25min at 200uamp). Everything worked as mentioned on the manual with the bip when I started the device and when I reached 200uamp. I also put some water on the ear-clips just before to use them. I didn't feel anything special during the session. However, I woke up in the middle of the night (about 3-4h after this session) with a very strange feeling in my right ear (like if something was pulsing). Now, I hear less from this ear and have the same sensation as after a flight when ears are blocked/clogged. I went to the medical doctor and it seems that my internal ear is damaged. I started to take cortisone. In additional to this problem I wake up every night around 1 am with very big fear. I never had this before and cannot sleep anymore. In conclusion, I used the elexoma device for anxiety and after one session I have problem with my ear, panic attack during the night and don't sleep anymore at night. It is the opposite effect regarding what is described on your internet homepage. Please could you give me your feed-back on these issues and some advice to help me. It's a nightmare. I have never been feeling so bad. Thank you in advance. (B)(6).